Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to loss of capture. The lead continued to cause diaphragm stimulation. It was suspected that the lead was pushed through the coronary sinus and then chronically scarred in. Visual examination via thoracotomy was performed. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to loss of capture and high capture thresholds. The lv lead issue was somewhat noticed earlier this year during a generator exchange. The patient was subsequently scheduled for an epicardial lead placement via left lateral thoracotomy approach. The lead continued to cause diaphragm stimulation. It was suspected that the lead was pushed through the coronary sinus and then chronically scarred in. Visual examination via thoracotomy was performed. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported.